Event description:
A surgeon reported a defective intraocular lens (iol) delivery system. An iol was returned stuck in the cartridge of the delivery system. There was no patient impact/injury associated with this event.